Event description:
Cusstomer's mother reports that customer had received weak signal alarm and lost sensor alarm. Caller was explained the possible reason for both alarms. Customer's blood glucose was over 600 mg/dl, which may have been caused by infection at site. It was reported that infected site was red, hard, and oozing. Caller states insulin pump would need to be returned due to loss of insurance coverage. Caller was advised to speak with customer service regarding refund / return of insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.